Manufacturer narrative:
Motor error alarmed during rewind due to motor encoder signal out of phase. The pump was unable to perform the displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery test due to motor error alarm. The pump was received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, broken belt clip slot, cracked reservoir tube, and cracked reservoir tube window.(B)(4)

Event description:
The customer's husband reported via phone call indicating a motor error alarm from the insulin pump. The customer's blood glucose reading was unknown. The husband stated that his wife received a motor error after she tried to rewind. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.